Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire implantable pulse generator (ipg) system was explanted due to erosion and possible infection. It was noted that upon opening the pocket, there were no obvious signs of infection. A new ipg system was implanted on the opposite side. No further patient complications have been reported as a result of this event.